Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 30-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal and cyst (pilondial) in 2008. Concurrent conditions included right lower quadrant pain, coital bleeding (post), irregular periods, dyspareunia and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspepsia ("digestive system condition type:") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), feeling abnormal ("other injury (ies) or complication(s)- please describe: brain fog"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with omeprazole, lansoprazole (prevacid), macrogol (miralax), zafirlukast (accolate) and surgery (underwent hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, feeling abnormal, fatigue and abdominal pain was resolving and the allergy to metals, dyspepsia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspepsia, fatigue, feeling abnormal, gastrointestinal disorder, and pelvic pain to be related to essure. The reporter commented: content of communication: ovarian cysts as result of removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. On (B)(6) 2011- hysterosalpingogram was done. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received events added from pfs- nickel allergy, brain fog, fatigue, digestive problem, gastrointestinal disorder and pain clubbed to previous events. Reporter information, lot number, concomitant disease, historical condition was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 30-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst (pilonidal) in 2008 and body mass index normal. On (B)(6) 2011- hysterosalpingogram was done. Concurrent conditions included right lower quadrant pain, coital bleeding (post), irregular periods, dyspareunia and ovarian cyst. In (B)(6) 2011, the patient was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspepsia ("digestive system condition type:") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), feeling abnormal ("other injury (ies) or complication(s)- please describe: brain fog"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with lansoprazole (prevacid), macrogol 3350 (miralax), omeprazole, zafirlukast (accolate) and surgery (underwent hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, feeling abnormal, fatigue and abdominal pain was resolving and the allergy to metals, dyspepsia, gastrointestinal disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspepsia, fatigue, feeling abnormal, gastrointestinal disorder, pelvic pain and weight decreased to be related to essure. The reporter commented: content of communication: ovarian cysts as result of removal. On (B)(6) 2011 essure confirmation test were performed, does not recall exact date of communication). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Most recent follow-up information incorporated above includes: on 29-aug-2019: plaintiff fact sheet was received. Events added from pfs- weight loss. Reporter information, event onset date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 30-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst (pilondial) in 2008 and body mass index normal. On (B)(6) 2011- hysterosalpingogram was done. Concurrent conditions included right lower quadrant pain, coital bleeding (post), irregular periods, dyspareunia and ovarian cyst. In (B)(6) 2011, the patient was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspepsia ("digestive system condition type:") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), feeling abnormal ("other injury (ies) or complication(s)- please describe: brain fog"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with lansoprazole (prevacid), macrogol 3350 (miralax), omeprazole, zafirlukast (accolate) and surgery (underwent hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, feeling abnormal, fatigue, gastrointestinal disorder, abdominal pain and weight increased had resolved and the allergy to metals, dyspepsia and weight decreased outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspepsia, fatigue, feeling abnormal, gastrointestinal disorder, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: content of communication: ovarian cysts as result of removal. On (B)(6) 2011 essure confirmation test were performed, does not recall exact date of communication). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs received. Reporter added. Event weight gain added. Outcome of the event other, pain were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 30-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal and cyst (pilondial) in 2008. Concurrent conditions included right lower quadrant pain, coital bleeding (post), irregular periods, dyspareunia and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspepsia ("digestive system condition type:") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), feeling abnormal ("other injury (ies) or complication(s)- please describe: brain fog"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with omeprazole, lansoprazole (prevacid), macrogol (miralax), zafirlukast (accolate) and surgery (underwent hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, feeling abnormal, fatigue and abdominal pain was resolving and the allergy to metals, dyspepsia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspepsia, fatigue, feeling abnormal, gastrointestinal disorder and pelvic pain to be related to essure. The reporter commented: content of communication: ovarian cysts as result of removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. On (B)(6) 2011- hysterosalpingogram was done. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) , the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on or about (B)(6) 2015, she underwent hysterectomy). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.